Event description:
It was reported that the pt experienced stimulation that was intermittent. It was also noted that the pt had to increase amplitude to 10v just to feel the stimulation slightly. There was no known accident or incident related to this complaint. Impedances read >3600 ohms on electrode pairs 2 and 3. These were the electrodes used in the device programming. The device was reprogrammed and the pt was feeling stimulation at lower amplitude settings.

Manufacturer narrative:
(B) (4).